Event description:
The customer reported that their device was showing "service" across the screen and the leds on the device were also flashing. This is indicative of a device lock-up and the device could not be used on a patient, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use.the cause of the reported failure could not be determined.